Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 50 units of insulin; however customer could not provide exact value. Customer¿s blood glucose level was 300 mg/dl. Reportedly, customer added insulin to a new cartridge and completed the load process successfully.